Event description:
It was reported the patient underwent a redo sternotomy and mitral valve repair with an aortic valve replacement in 2009, where this valve was implanted. Postoperatively, the patient had moderate aortic insufficiency with diagnosis of prosthetic valve dysfunction. The valve was explanted nine days postoperatively, and replaced with another valve (model and sn unknown). Additional information has been requested.